Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient had spastic quadriparesis due to a cervical spinal cord injury with a baclofen pump placed in 2008. The healthcare professional  think patient  was getting pressure sores in his back that ultimately led to hardware being exposed/infected. **omitted information on pump eroded thru the skin in pe# (B)(4).